Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, telemetry contact could not be established between the device and the programmer. Another device was implanted. The patient's condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.